Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the cuff on a tracheostomy tube leaked in less than 48 hours. The leak was found when the patient's ventilator tidal volume was affected. An air leak could also be heard. The patient was recannulated and is tolerating well with no incident.